Event description:
The hcp reported that the device was explanted as "the pump does not deliver anymore". At refill, "the full amount of drug was taken out of the pump although the pump should have been almost empty. The pump was explanted and the catheter remained in the pt connected to a port system." The pump was implanted for pain therapy. The pt is well following explant.